Event description:
Pt had subtherapeutic response to spinal administration of bupivacaine during cesarean section. Per anesthesiologist, the pt felt the "cold" prep, which is unusual. Spinals typically set up quick and the pt's sense of temperature is the first sensation to be lost. The pt also voiced that she felt more pain on the right side prior to incision during testing. The pt declined the option to have general anesthesia; was able to maintain comfort with supplemental 200 mcg of IV fentanyl in 50 mcg increments. This is the second case this day with subtherapeutic response. Ref report: mw5148621.